Event description:
It was reported that there was damage to a tandem charging cable, rendering the charging supplies non-functional. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy if the pump turned off, and technical support arranged to replace the damaged charging supplies via 2-day shipping.